Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target lesion was located in the right middle lobe approximately 15 millimeters away from the pleura. The procedure was completed as planned with no delays. A chest x-ray was taken after the procedure and detected a pneumothorax; the patient was asymptomatic. A chest tube was placed and the patient was admitted. The chest tube was later removed, and the patient was discharged home 3 days post-procedure. The physician reported that there was no malfunction with the ion system, and that the pneumothorax was procedure-related, possibly due to high positive end-expiratory pressure (peep), multiple biopsies, forceps, or navigation. The physician stated that the pneumothorax would possibly have occurred via another modality.

Manufacturer narrative:
The physician stated that the pneumothorax was procedure related. System logs were not available for review at this time.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, a review of the available logs with the provided event date 13-may-2024 did not find any errors that are relevant to the reported event. Insertion motion requires both capacitive touch sensing (¿captouch¿) to be activated (by a conductive object like a finger) and the motion of the motion control console (mcc) scroll wheel. Catheter articulation requires motion of the mcc trackball. State logs show that captouch was activated multiple times and scroll wheel forward motion was detected during captouch activation, which resulted in commanded flexible instrument manipulator (fim) insertion. When captouch was not active on the scroll wheel, the scroll wheel commanded insertion and the actual insertion position stayed the same. Additionally, state logs show that trackball motion was detected, which resulted in commanded catheter articulation. The state logs show that the actual insertion position tracked with the commanded insertion position and that actual articulation tracked with commanded articulation.

Event description:
Refer to h10/h11 for follow-up information.